Event description:
The device was used during a thoraco lung partial resection. Reportedly, on the second firing, the jaws would not open. Another device was used to finish the procedure. No pt injury was reported.